Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor readings were inaccurate during the night. The customer received lost sensor alerts, high and low predictive alerts and suspend alarm. Customer stated that the sensor was pulled with the shirt and may be not fully inserted. The customer removed the sensor and stated the cannula was warped. Sensor glucose was 22 mmol/l and blood glucose was 15 mmol/l. The customer also mentioned ketones were elevated. The sensor would be replaced and returned for analysis.